Manufacturer narrative:
Correction: device code should be submitted since no anomalies were seen during x-ray.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions for nonsustained right ventricular oversensing. Review of the egms noted noise on the right ventricular lead. All other lead measurements were stable. The noise was not reproducible in clinic with usual isodiametric movements and pocket manipulation. Pacing parameters were stable. The physician suspected right ventricular lead damage. The lead was capped and replaced on (B)(6) 2017 due to increasing noise causing inappropriate charging of device. No inappropriate therapy was delivered. The physician also decided to electively replace the implantable cardioverter defibrillator at the same time as it was subject to battery advisory. The device had not exhibited any signs of battery depletion. The patient was in stable condition before and after the procedure. There were no visible signs of lead failure on chest x-ray.